Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured in march 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) exactamix non-vented high-volume inlets had particles on the inside of the primary packaging. The particulates were discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.